Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, cracked reservoir tube, broken belt clip slot, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a damage. The customer¿s blood glucose level was unknown. The customer reported that there was cracks near reservoir window. The insulin pump will be returned for analysis.